Manufacturer narrative:
This product was received without an associated complaint. Failure event was observed during analysis. Final analysis found a full breached outer insulation degradation adjacent to the connector boot region exposing the outer coil. No other issues were found with the exception of procedural damage.

Event description:
This report is to advise of an event observed during analysis.